Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the suctioning power was weak from the beginning of use. Also the lock button got disengaged upon making the electrode in and out. The device was used as usual as indicated. New device was used to continue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection showed that the tube filled with tissue material at the insertion end. No missing device component was noted. The reported condition of disengaging component was not confirmed. No suction was confirmed. The investigation found that the tube was filled with tissue material that led to clogging of the tube and decreased suction. The device needs to be frequently cleaned in order to prevent tube clogging. The investigation identified the root cause of the reported event to be user misuse. If information is provided in the future, a supplemental report will be issued.